Event description:
It was reported that the subject device had a particularly dark image color in cases of bleeding. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable was broken. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Additionally, for the event of the broken cable, it is likely that the most probable cause was identified as a degradation problem. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a particularly dark image color in cases of bleeding. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field: d9.

Event description:
No additional information received from customer.